Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients pocket site was causing discomfort and the stimulation was worsening patients migraine. The physician believed that the cause was the associated migraine with the stimulation and the recent implant procedure did not contribute to the issue. The patient underwent an ipg replacement procedure.